Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had an unexpected replace battery now alarm. The alarm recurred after changing the battery cap. The customer¿s blood glucose during the incident was 11 mmol/l. Troubleshooting was performed. The alarm history was reviewed. They did not receive a low battery alert prior to the replace battery now alarm. The battery was not previously used. The insulin pump was not bumped or dropped. It was the second occurrence of a replace battery now alarm without a low battery alert. The insulin pump will not be returned for analysis.